Event description:
Information was received that the patient's lead and generator was explanted and replaced. The patient's replacement surgery facility is a no return site therefore the explanted products have not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section h4. Device manufacture date (mo/day/yr), corrected data: incorrect device manufacture date inadvertently submitted on initial MDR.

Event description:
Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
It was reported that a patient was referred for replacement and has high impedance. Clinic notes were received and reviewed. The patient reported that the past few nights the patient has experienced sharp, stabbing pain in her chest around the vns location. It was stated the vns is not working optimally given significant lead impedance. The vns was reprogrammed to a slightly higher output currents to try and increase through impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.